Event description:
On (B)(6) 2011, dr. (B)(6) did a re-basing procedure on the patient using xantopren vl plus (device 2) in combination with the activator universal plus paste (device 1). On accident the patient swallowed a piece of hardened impression material pressed as excess from the old prosthesis which was used as impression tray. Neither the patient mentioned this to the dentist nor did the doctor notice the swallowing of the hardened piece of impression material. The treatment was performed following the normal working procedure of this dentist: the old denture was filled with impression material, not too much or too little according to the information the dentist gave and the prosthesis was inserted as tray into the patient's mouth. The dentist didn't remove the soft impression material which was squeezed out of the distal side of the denture. He left it to set. The dentist removed the denture after setting of the impression material. The patient had a second appointment on (B)(6) 2011 and everything seemed fine. On (B)(6) 2011, late in the evening the patient went to the doctor with severe pain in the abdomen. An intestinal perforation was diagnosed and the patient was sent to (B)(6) hospital. The hospital performed a colonoscopy with a camera internally for the cause of the perforation, but couldn't find the perforation. Eventually the patient had a surgery performed by dr. (B)(6). During the surgery, the doctor found at the side of a perforation in the small intestine a swallowed piece of hardened xantopren vl plus. It was sticking through the intestinal wall and was surrounded by inflamed tissue. The removed impression material piece had dimensions of about 5 cm x 0.5 cm. After the intestinal perforation and the surgery the patient developed double pneumonia. On (B)(6) 2012, the patient visited the dentist again who had no idea until that visit what had happened to the patient. He contacted dr. (B)(6), who did the surgery, by phone and got the information that the patient had a diverticulum in his small intestine which is quite rare. Dr. (B)(6) was sure that the hardened piece of the impression material (xantopren vl plus) perforated the intestinal wall after being caught in the diverticulum. He will check the first made recordings again to see if anything new comes up. Dr. (B)(6) himself contacted mr. (B)(6) of vgt (organization of dental dealers) who forwarded this information to (B)(6). On (B)(6) 2012, the patient developed double pneumonia after the intestinal perforation and the surgery. As of today, the patient still has not recovered completely.

Manufacturer narrative:
This product is not distributed or sold in the us. However, similar product is distributed and sold in the us. Product name cuttersil light, 510k # k910166. This is from the same incident as MFR report # 9681707-2012-00001. The instruction for use states: "do not swallow and ingest. If health problems arise after swallowing impression material, seek medical attention immediately. Intestinal blockage may arise in rare cases." As the swallowing of impression material either was not felt by the patient or at minimum not communicated and the dentist didn't recognized it, the subsequent fault could hardly be avoided. The responsibility for the impression technique and of the seating of the patient in the dental chair during the impression procedure as well as any preventive action to avoid swallowing of material is with the healthcare professional and is not part of the IFU but part of the education and training of the dentist.